Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar product sold in the us.

Event description:
The customer alleges that the introducer needle was placed on a luer syringe and the fit was very loose and did not fit correctly. A new set was used without issue.

Manufacturer narrative:
(B)(4). The customer returned an introducer needle for evaluation. The syringe from the kit was not returned. Visual examination of the needle cannula and needle hub did not reveal any damage or anomalies. The luer taper inside the female hub of the needle was checked with a luer gauge and passed. The needle was attached to a tapered lab inventory syringe and a threaded lab inventory syringe and it fit snuggly with both syringes with no indication that it was loose. Water was aspirated into the syringes and no air bubbles were present. A device history record (DHR) review was performed on the introducer needle and syringe from this kit and no relevant findings were identified. The report of a loose connection between the syringe and introducer needle could not be confirmed through evaluation of the returned needle. The needle luer hub passed all dimensional, visual and functional testing. The syringe was not returned by the customer for evaluation. A DHR review was performed and it did not reveal any manufacturing related issues. A potential root cause could not be determined since the defect could not be reproduced and the syringe was not returned for evaluation.

Event description:
The customer alleges that the introducer needle was placed on a luer syringe and the fit was very loose and did not fit correctly. A new set was used without issue.